Manufacturer narrative:
Unit passed self test, sleep current measurement test, active current measurement test and displacement test. Software alarm found in the pump history due to moisture damage. No pump error alarm noted during testing. During visual inspection, electronics stack and force sensor moisture damage.

Event description:
It was reported that insulin pump had pump error alarms. Blood glucose was 3.8 mmol/l. Customer reported they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.